Event description:
After an implantation period of approx. 58 months, it was reported that in the long-term ECG pauses were observed. Furthermore recordings in the ventricular iegm were observed which could not be clearly explained.

Manufacturer narrative:
The pacemaker was returned for analysis. First, the manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The pacemaker was programmed in vvi-cls mode with 50 bpm. Frequent failure of the ventricular pacing threshold test and hvr episodes with interferences were documented in the device data. The provided ECG also showed a high-frequency interference. It cannot be ruled out that the interference signal was sensed as ventricular event and, accordingly, led to a restart of the basic interval and, subsequently, to the clinical complaint. The cause of the interference could not be determined based on the available device data. In a next step, the pacemaker was visually inspected, and the connection system was inspected. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during the test. The device showed no limitations of its capability to provide therapy. In summary, the device was without defects during the analysis and within specifications both regarding the connection system and the electronics. There was no material defect or manufacturing error.